Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine exam, high, out of range pacing impedance and high capture threshold were observed. The lead was explanted and replaced with no complications. Patient condition was good.